Event description:
(B)(6) clinical study. It was reported that the day after an ablation procedure using an intellanav stablepoint open-irrigated catheter the patient was determined to have pericarditis. The patient reported having chest pain while lying flat and during deep respirations, onset was (B)(6) 2021. No tests were performed and the patient was instructed to take medication, oral cholechicine. The event was considered resolved as of (B)(6) 2021. The catheter is not expected to be returned as the onset of the complication was after the procedure was completed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.